Event description:
The customer reported that the heartstart mrx ready for use indicator (rfu) was constantly displaying solid red x (no chirp), including after correct performance of the user initiated operational check. There was no pt involvement.

Manufacturer narrative:
(B)(4).